Event description:
It was reported that the patient presented to the hospital for a follow-up. The pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.